Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2026. According to the patient, around 7:00 pm on (B)(6) 2026, the patient felt very tired and said she could not hold her head up and was extremely thirsty. The cgm was displaying 94 mg/dl at the time and was unable to perform a comparative fingerstick due to not having a meter available. The patient had her husband take her to the emergency room (ER). While in the ER, her blood sugar was checked by a fingerstick and was 396 mg/dl, while the cgm was in the 90s. The patient was treated with intravenous (IV) fluids. About an hour later, her blood sugar was rechecked and was 294 mg/dl by fingerstick, while the cgm was in the 80s. The patient was discharged from the hospital about 4 hours later. At the time of the report, the patient was feeling better but was still thirsty. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values taken in the ER fall within the d and c zones of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.